Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. The tip of the right atrial (ra) lead broke during explant and remains in the heart but is not in use. No further patient complications have been reported as a result of this event.